Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed for pain management, in the continuous + bolus mode, to deliver morphine 1mg/ml, with a 1mg/hr continuous rate, a 1mg bolus dose, a 10 minute patient lockout, a 6 bolus/hr limit and a 100ml container size. On (B)(6) 2009 at an unspecified time, the nurse expected the container to be empty; however, the volume remaining in the container was 18.3ml. The device was removed from clinical service. The customer contact stated there was no change in the patent status and no reported delay in therapy critical to this patient. No medical interventions were provided. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information including if the therapy was resumed using a replacement device was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).